Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 407652, lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that two months after implant, the patient had a purulent incision wound with pocket infection. A transesophageal echocardiography (tee) noted an ¿arm floating structure¿ in the right ventricle. It was also reported that the patient had a fistula in the area of the thoracotomy. The implantable cardiac defibrillator (ICD) and leads were removed and patient placed on antibiotics. The patient is enrolled in the optilink hf clinical study. No further patient complications have been reported as a result of this event.